Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined. It should be noted that, according to the IFU, (a) orsiro mission is indicated for improving coronary luminal diameter in patients (...) With a reference vessel diameter of 2.25 mm to 4.0 mm (...), (b) it is not advised to treat patients with chronic total occlusions, and (c) the distal lesion should be initially stented when treating multiple lesions (...).

Event description:
An orsiro mission drug-eluting stent system was chosen for treatment. During the procedure it could not cross a previously implanted stent.